Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 5174697, model/catalog description: coveredge 32 surgical lead kit 50 cm. Model number/catalog number: sc-4316, serial number: na, batch/lot number: 24107718, model/catalog description: clik anchor. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg, lead and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an abdominal pain after a permanent implant. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.